Manufacturer narrative:
The alleged malfunction could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin. It was also reported that the customer had difficulty filling the cartridges. There was no reported impact to the customer's blood glucose level. No additional information was provided on the reported events.